Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 68-year-old female with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. While on support the patient experienced limb ischemia, as treatment a fem-fem bypass was placed. Flow was restored, and the family made choice to not escalate care and so after 21 hours of support the care was withdrawn and patient expired.

Manufacturer narrative:
The investigation into the limb ischemia ¿ irreversible issue has been completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.